Event description:
Information was received indicating that the cuffs to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube do not blow up completely. The patient was noted to be in respiratory distress due to loss of tidal volume on the ventilator. Subsequently, the tracheostomy (trach) tube was immediately changed out. The patient recovered with no further adverse effects.

Manufacturer narrative:
Device evaluation summary: three smiths medical tracheostomy samples were received without their original packaging inside (B)(6). Immediate visual inspection did not detect any damage on any of the units. Cuff symmetry, measurements, and inflation tests were completed and the cuffs were reported to inflate without any issues. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was not confirmed. No faults were found.